Event description:
The account reported a negative suds hiv result on a known hiv positive pt. The sample was also tested with the abbott hiv 1/2 assay and was reactive. The account stated that a western blot was not performed on this sample. No report of injury or impact to pt management.